Manufacturer narrative:
One photo was returned for investigation. Upon inspection, it was found that the complained issue could not be duplicated. Based on the image provided no root cause could be determined, therefore no action can be taken. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that 7 days after using the device, the customer found a crack in the base part of the side flange. It was emergently changed. No patient injury. No additional information is available for this complaint.